Manufacturer narrative:
It was reported that the pain physician suggested an allergy test to determine if the patient's body was rejecting the implant. Nevro is waiting for the result of the test. Device not available for return.

Event description:
It was reported to nevro that a clinical study patient reported low blood pressure, loss of consciousness and nausea. The patient was admitted to the ER and a complete examination was done to determine the cause of the patient's symptoms. There was no sign infection and the stimulation was turned off. The physician decided to explant the device. Follow up report indicated that the patient's blood pressure has improved and her condition has stabilized.

Manufacturer narrative:
The patient was tested for allergies to antibiotics and metals. The results indicated that the patient was allergic to the antibiotics and not the implanted device.